Event description:
Tap. It was reported that 61 days after implantation of a 2.5x24mm taxus express2 drug eluting stent, an in-stent restenosis occurred. During the initial procedure, the target lesion was located in the 1st diagonal artery. A pre-intervention stenosis of 80% - 90% was reported. Percutaneous transluminal coronary angioplasty (ptca) was performed on the lesion. A 2.5x24mm taxus stent was deployed in the region of the lesion. A post-intervention residual stenosis of 0% was reported. It was reported that the patient tolerated the procedure well. The patient presented 61 days after the initial procedure with a 70 - 90% in-stent restenosis in the 1st diagonal artery. A 70% de novo stenosis in the proximal lad was also reported. Ptca was performed using the kissing balloon technique on both vessels. Subsequently, a 2.5x24mm taxus stent was deployed in the 1st diagonal artery and a 3.0x20mm taxus stent was deployed in the proximal lad. A post-intervention residual stenosis of 0% was reported for both vessels. The patient reportedly tolerated the procedure well.

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined. Should further relevant information become available; a supplemental medwatch report will be filed.